Event description:
Information received indicates the head section will not stay down. Drifting up.

Manufacturer narrative:
The technician found the release latch on the mechlock was broken off. The technician replaced the mechlock to repair the stretcher.